Manufacturer narrative:
Additional information: additional product ( reader jcgx143-k1775) has been returned and investigated. The reader was returned and investigated with retained test strips and a new issues was observed. Visual inspection has been performed on the returned reader and no issues were observed. During control solution testing, unsatisfactory results were observed. The reader was sent for further investigation and de-cased. Upon visual inspection , contamination of the strip port was observed. No malfunction or product deficiency was identified.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. A caregiver reported that on 12-oct-18 the customer obtained sensor scan results "around 50 and 60 mg/dl the whole day", and consumed sweets based on the results. The caller reported that the customer "felt bad" so the caller contacted a doctor who advised them to go to a hospital. At the hospital, the caller reported that a result of 732 mg/dl was obtained from a laboratory test, and a hcp administered an unspecified injection. After the injection, the caller reported that a reading of 500 mg/dl was obtained on a hospital meter. The caller also reported that at an unspecified time, the customer self-treated with 2 units of insulin (type unknown). There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. A caregiver reported that on (B)(6) 2018 the customer obtained sensor scan results "around 50 and 60 mg/dl the whole day", and consumed sweets based on the results. The caller reported that the customer "felt bad" so the caller contacted a doctor who advised them to go to a hospital. At the hospital, the caller reported that a result of 732 mg/dl was obtained from a laboratory test, and a hcp administered an unspecified injection. After the injection, the caller reported that a reading of 500 mg/dl was obtained on a hospital meter. The caller also reported that at an unspecified time, the customer self-treated with 2 units of insulin (type unknown). There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product was returned for this complaint. Extended investigation was performed and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. A caregiver reported that on (B)(6) 2018 the customer obtained sensor scan results "around 50 and 60 mg/dl the whole day", and consumed sweets based on the results. The caller reported that the customer "felt bad" so the caller contacted a doctor who advised them to go to a hospital. At the hospital, the caller reported that a result of 732 mg/dl was obtained from a laboratory test, and a hcp administered an unspecified injection. After the injection, the caller reported that a reading of 500 mg/dl was obtained on a hospital meter. The caller also reported that at an unspecified time, the customer self-treated with 2 units of insulin (type unknown). There was no report of death, serious injury, or mistreatment associated with this event.